Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to backup battery fault alarms was confirmed via log file analysis; however, the reported event of the controller overheating was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240206_015905) for review that showed events spanning approximately 3 days (03feb2024 ¿ 06feb2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on 06feb2024 from 02:18:37 ¿ 02:39:22. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The controller¿s internal temperature ranged from 24 - 48 degrees celsius. Design requirements detail the controller case should not exceed at 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The driveline was disconnected on 06feb2024 at 02:35:23 for a system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if any additional troubleshooting was performed before exchanging the controller, and if the controller would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that technical service's log file analysis confirmed the backup battery faults starting at 2:18:37.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on the controller on (B)(6) 2024. The patient called the ventricular assist device (vad) phone line, where the care providers advised initially for the patient to present to the clinic the next morning to allow for an ebb exchange. The patient silenced the ¿replace backup battery¿ alarm around this time. The patient was advised that the alarm would re-trigger in 4 hours, and they could continue to silence until they reached the hospital for an exchange. The patient was advised at that time to not exchange the controller and to be careful with power exchanges. After the phone call, the patient performed a controller exchange and the alarms resolved. The patient reported that the controller was so hot that it hurt to touch, and the ¿replace backup battery¿ alarm re-alarmed before the 4-hour window ended. The customer's analysis of the log files revealed the patient experienced the silenced alarm restarting prior to the 4-hour window. The 'replace backup battery' alarm appeared to have triggered multiple times between 0220 and the eventual controller exchange at 0234.